Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded) error message upon powering up was confirmed based on the archive data review but was not confirmed during functional testing. The autopulse platform passed the testing and performed as intended. Based on the archive data review, the root cause of the reported ua18 error was that the autopulse detected no weight present on the platform likely attributed to user error. During visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked front enclosure was observed. This physical damage was likely due to mishandling, such as a drop. The front enclosure was replaced to address this damaged issue. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/manikin. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/manikin, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, unable to replicate the customer's reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user performed troubleshooting by replacing the lifeband and was unable to clear the ua 18 error message. No patient involvement.